Manufacturer narrative:
This report is submitted on april 03, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, and the device was explanted due to migration of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 23, 2024.